Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 15, 2016. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 22, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to possible migration of the electrode array. The patient was re-implanted with a new device during the same surgery.